Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker exhibited ventricular undersensing. Additionally, the patient experienced a ventricular fibrillation (vf) episode which resulted in cardiopulmonary resuscitation. The patient is currently intubated in the intensive care unit. Further information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker exhibited ventricular undersensing. Additionally, the patient experienced a ventricular fibrillation (vf) episode which resulted in cardiopulmonary resuscitation. The patient is currently intubated in the intensive care unit. Further information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.